Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. The catheter was disposed by the customer.therefore, a physical investigation will not be performed.

Event description:
It was reported that during patient use, the attending nurse observed a leak. Air trap alarm went off, the catheter was flushed after removal and balloon leak was observed. New catheter was placed to continue the treatment. No patient harm or consequences was reported.